Event description:
An unspecified patient with comorbidities and on a ventilator was started on crrt on (B)(6) 2014. After approx 8 hours, 42 minutes the pt's potassium level increased from 4-8. Rinseback was performed and treatment discontinued. Bp reported as normal once crrt stopped. Approximately 2 hours after crrt was discontinued, the pt developed an abnormal EKG and 30 minutes later coded. Approximately 47 minutes later, three hours after crrt was discontinued, the patient died. Follow up with the nurse confirmed the patient was not on vasopressors. No additional info is expected.

Manufacturer narrative:
There is no evidence to suggest the nsa equipment or treatment contributed to the pt's elevated potassium. No problems were found during on site evaluation of the nso cycler. The disposable cartridge was returned for evaluation with no problems found. Review of the pt treatment log files for this event indicates there is no evidence to suggest a problem with the system which would result in elevated potassium levels. In addition, there is no evidence of hemolysis generated by the system. Nxstage medical considers this report closed. No additional info will be provided.